Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. The customer continued using the existing cartridge.